Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported that as he was inserting a cannulated screw into the (B)(6) year old patient the thread unraveled. Attempts were made to remove the thread in the humeral shaft but the surgeon was unable to reach it. A second screw was used to complete the case. Thread of screw remains in humeral shaft.

Manufacturer narrative:
The reported event that cannulated screw, partially threaded asnis iii ø4.0x50mm tl17mm was alleged of 'breakage during surgery' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by high mechanical applied force during screw insertion. The device inspection revealed the following: the shaft of the returned cannulated screw is indeed clearly completely broken off. The entire threaded part is missing (still insitu). We do suppose that the surgeon encountered hard bone ( by 14 year old patient). Unfortunately we did not receive further op-details if pre drilling and pre tapping may had been performed or not. As per labeling review a contact of an asnis iii screw with dense bone in a tangential direction may cause a deviation of the screw and/or a bending of the k-wire, which may result in damage to the implant. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The customer reported that as he was inserting a cannulated screw into the 14 year old patient the thread unraveled. Attempts were made to remove the thread in the humeral shaft but the surgeon was unable to reach it. A second screw was used to complete the case. Thread of screw remains in humeral shaft. The surgeon took a decision to leave the thread in the bone as removal would have incurred significant bone damage. Surgical delay was minimal - needle to skin time was 100 minutes for a procedure planned for 90 minutes, implying a 10 minute delay.